Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system and when she replaced the battery it alarmed software error. Customer's blood glucose was 480 mg/dl, treated with a manual injection. Troubleshooting was performed. The device had been dropped or bumper prior to the alarm occurring multiple times. The drive support cap was found sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother was called for the replacement process and she agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.